Event description:
It was reported that during the preventive maintenance of the ventilator, a broken crank arm bearing was noted. The ventilator was not in patient use when this was noted. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The returned ventilator was found to have damaged crank arm bearing during a maintenance check. The device was repaired.